Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez3990 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer called me to let me know he dc¿d a line after an unsuccessful insertion that appears to have the tip of the catheter missing. The line was placed in mid basilic at possibly 1 ¿ 1½ cm depth. Initially he met no resistance with the wire so he threaded the catheter off approx. 1 in when he felt resistance. After noticeable resistance, he retracted the wire and then the catheter while in the patient. When he visualized the catheter he noticed it appeared to be missing approx. 1 cm of the catheter tip and immediately called to let me know. They did place another pg above the previous insertion site that was successful. " additional information received 05/07/2021: after completion of an ultrasound on the arm the radiologist read was that there was no indication of a foreign body/catheter in the arm. The catheter tip was never recovered.

Event description:
It was reported "customer called me to let me know he dc¿d a line after an unsuccessful insertion that appears to have the tip of the catheter missing. The line was placed in mid basilic at possibly 1 ¿ 1½ cm depth. Initially he met no resistance with the wire so he threaded the catheter off approx. 1 in when he felt resistance. After noticeable resistance, he retracted the wire and then the catheter while in the patient. When he visualized the catheter he noticed it appeared to be missing approx. 1 cm of the catheter tip and immediately called to let me know. They did place another pg above the previous insertion site that was successful. " additional information received 05/07/2021: after completion of an ultrasound on the arm the radiologist read was that there was no indication of a foreign body/catheter in the arm. The catheter tip was never recovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a sheared catheter tip is confirmed. One powerglide pro device was returned for evaluation. The device exhibited evidence of use. The guidewire was not in its advanced, locked position. Blood residue was present on the needle and catheter. The guidewire, catheter, and needle safety were found to function without any apparent issues. A microscopic observation of the catheter revealed the tip to be completely sheared off. The sheared segment was not returned. The catheter break surface exhibited a sharp, angled split extending from the tip. The damage characteristics are consistent with damage caused by retraction of the catheter against the needle bevel. The product IFU contains warnings which may have prevented the reported event. The IFU states, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿